Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 3003853072-2016-00109.

Event description:
It is reported during a decompression and stabilization procedure after placing the rod in the pedicle screw, when the surgeon was performing the final tightening of the closure top the screw head was damaged. As a result the closure top and rod properly were not properly secured and a part of the thread fell into the patient, which led to excessive bleeding. There was approximately a 60 minute surgical delay and it is unknown if the patient retained a foreign body. The surgery was completed using a larger screw (7.5x50). No additional information has been provided at this time.